Manufacturer narrative:
Lot# m8v. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned rod was confirmed to have fractured at the laser marking dot. The laser marking dot was inspected using a microscope and voids were identified. These voids can act as stress risers when placed on the tensile side of the bend, which they were in this case. Conclusion: the most likely cause of the customer reported event is the presence of voids on the laser marking dot, as a result of the manufacturing process.

Event description:
It was reported that the rod broke upon bending.

Event description:
It was reported that the rod broke upon bending.